Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
It was reported that during a breast biopsy attempt on (B)(6) 26 with an eviva device that "2 skin nicks were made. The first approach was using an eviva petite needle in a standard approach and the lesion was too close to the detector to take that approach, the dr changed to the lateral arm approach using a standard eviva, and then they had an issue with the 12ga standard device not drawing samples." The report confirms they had to abort the procedure, and "the patient did not have any issues and was rescheduled.". This is a reportable event due to the additional surgical intervention required and the inability to complete the procedure as planned. Customer outreach performed and they confirmed there was no additional medical intervention required for the reported "2 skin nicks" outside of a bandage.